Event description:
I purchased over the ear hearing aids from mdhearing. After a few days of wearing the hearing aids I developed a nasty, crusty sore in my right ear canal. I have not gone to a doctor. I have discontinued using the hearing aids and have requested the return option via mdhearing. Serial numbers: (B)(6). UDI (unique device identifier) number: "(B)(4)".